Manufacturer narrative:
(B)(4). Concomitant medical devices: 00599003624 - femoral augment block - 61662465; 00542000803 - poly patella - 61698632; 00545001368 - tibial cone - 61735798; 00545001931 - femoral diaphyseal cone - 61694320; 00588000600 - tibial component - 61712657; 00588006012 - articular surface - 61637210; 00599003623 - femoral augment block - 61541053; 00598801018 - stem extension - 61539236; 00598801215 - stem extension - 61759486. No devices were received; therefore the condition of the components is unknown. Photograph was provided and it shows the explanted femoral and stem component. There are some black tissue consistent with metallosis seen. Additionally, there were some fractured pieces seen but it is not clear if the fracture occurred in vivo or during explantation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from that the patient was revised due to femoral loosening approximately 10 years post implantation. Attempts have been made and no further information has been provided.